Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon implanted a multihole primary cup and a 32mm inner diameter 10 degree elevated liner. The liner did not properly seat due to soft tissue impingement. During removal, the one distal arm of the liner extractor snapped off.